Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing irritation at the pocket site. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received stating the patient lost roughly 20 pounds.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000137454.

Event description:
Related manufacturer reference number: 3006705815-2024-02066. Additional information was received stating that during pre-op the patient's system diagnostics recorded high impedances on the lead. Surgical intervention took place on (B)(6) 2024, where the ipg was repositioned, and the lead was explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.